Event description:
A malfunction was reported on a customer's pump, with an issue related to rapid battery depletion. Despite the concern, the battery issue did not cause the pump to shut down. There was, however, a period where the customer's blood glucose levels exceeded a high threshold, although the specific value was not determined. The customer managed to correct the high blood glucose level with a bolus via the pump and did not require third-party assistance. Technical support educated the customer on managing battery settings to prevent rapid depletion, noting that the current battery usage was normal given the settings. They also addressed that the pump's malfunction was resettable and arranged for a replacement pump to be sent with updated software. The customer was instructed on how to send back the problematic pump and program their settings into the new one. There was no adverse impact to the customer's blood glucose level.